Event description:
It was reported that the pump was connected to the patient's port, but after a few hours the pump started to beep. Patient was given instructions to remove and reinsert the batteries, but the pump still beeped. The patient attempted to remove and reinsert the tubing, even though he was not instructed to do so. The clinic confirmed there was a message to remove and reinsert the cartridge. Clinic staff removed and reinserted the batteries and tubing after which the pump still beeped. A new mixture was created used on the same pump, but once again the pump beeped confirming that it was the pump malfunctioning and not the tubing sets. No patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.